Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was conducted. Manufacturing location: (B)(4). Manufacturing date: 11-apr-2016. Expiration date: 31-mar-2026. Part #: 04.038.090s, lot#: h050893 (sterile) - quantity (B)(4). Raw material part no: 21012 lot number 9931962 reviewed. Raw material receiving/putaway checklist meet requirements. Inspection sheet meet specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2016 for treatment of a femur fracture were the surgeon used the (tfna) trochanteric fixation nail advanced implants. Patient was implanted with one (1) tfna 12 mm/130 deg ti cannulated nail, one (1) lag screw and three (3) distal locking screws. On an unknown date, post-operative, patient presented with a non-union at the intertrochanteric distal third portion of the femur bone. On (B)(6) 2017, surgeon removed all implants and revised the patient to a competitor¿s natural nail. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for one (1) tfna screw. This is report 2 of 5 for (B)(4).